Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they were attempting to give themselves insulin when the alarm occurred. The customer's blood glucose was 194 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however the insulin pump had moisture on keypad traces. The insulin pump had cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window and cracked case at display window corner.